Manufacturer narrative:
The investigation concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
Device not yet received for evaluation. Will submit follow-up report upon product receipt. This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Evaluation result: fracture problem (B)(4) and evaluation conclusion: design deficiency (B)(4).

Event description:
Indicated zirconium abutment fractured in patient´s mouth after restoration. No serious patient injury reported.